Event description:
Pt had cardiac catheterization in 2001 with angioplasty for renal artery stenosis. Was readmitted to another facility 5 days later with staph septicemia. Sensitive staph aureus isolated. Perclose device was used during cardiac catheterization. No groin site involvement.